Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl and 604 mg/dl. Customer treated high blood glucose by delivering a shot of insulin. Unable to offer to trouble shoot for high blood glucose as customer was disconnected. The reservoir will be and insulin pump, sensor will not be returned for analysis.